Manufacturer narrative:
The four returned devices were examined. The tips on one of them were deformed from use. There were no failures detected on the other three devices. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.report two of two for the same event; see also 3004485144-2016-00073.

Event description:
The sales associate reported bent and dull instruments. There was a surgical delay of one hour. The surgery was completed with non zimmer biomet product.